Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure of the ipg. No device malfunction was suspected. The explanted device not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the pocket site that goes down towards the buttocks and tailbone. It was also reported that the ipg was over stimulating the patient as well. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-50 serial/lot#: (B)(4) description: st linear lead 50cm.

Event description:
A report was received that the patient had pain at the pocket site that goes down towards the buttocks and tailbone. It was also reported that the ipg was over stimulating the patient as well. The patient will undergo an explant procedure.